Event description:
It was reported that over a 2.5 week period, the patient had 5 episodes that were recorded as supra ventricular tachycardia (svt) and were withheld by the algorithm; however, the physician considered the rhythm to be ventricular tachycardia. All of the episodes converted to ventricular tachycardia and were treated with anti-tachycardia pacing. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.